Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, the keypad was found to be intact. All of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. The complaint of an unresponsive keypad button issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display screen.